Manufacturer narrative:
Additional information rec'd on 03/06/2017 that stated that at the time of the gastrointestinal bleed (gi), the patient's hemoglobin (hg) was 9.4 with an international normalized ratio (inr) of 2.2. The patient had an esophagogastroduodenoscopy (egd) on admission which showed no sources of bleeding. The patient had no prior history of gi disease but the bleeding started post vad implant. After receiving the blood transfusion, the issues resolved and the patient was discharged home on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via medwatch that a patient on lvad therapy for 14 months and recurrent episodes of melena/anemia, presented for first time with gastrointestinal bleed requiring 2 units of blood. The international normalized ratio (inr) on admission was 2.3 at this time of this bleed.  Patient has had several admissions over the past 12 months for melena/anemia, however this is the first time blood transfusion of 2 units was required. Patient was not receiving antiplatelet therapy at the time of this event. Additionally, the patient has a history of 2-3 episodes of transient ischemic attack post vad (in addition to the gi bleeding episodes), however, the inr had been typically within therapeutic range (no extremes). Intermittent attempts were made to reintroduce antiplatelet therapy despite melena/anemia for neuro protection.